Event description:
Initial information received indicated that one section of suction pods was broken from the head-link assembly when the box was opened. However, analysis showed blood on the device handle which may indicate the device may have been in the surgical field when the broken pod section was discovered. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): analysis: a visual inspection confirms that a section of suction pods is broken from the device in the head-link area, as reported. Product labeling contains instruction for the user, including illustrations, for the proper use of the device per its indications. A caution included in the IFU states, "repeated bending of the tissue stabilizers may compromise device performance." Conclusion: there was no patient event. The product did not operate according to expectation, and was related to the event.